Event description:
It was reported that the user paused the ilet insulin pump for approximately five hours, did not resume insulin delivery, later received a resume insulin reminder, and required guidance to manually restart delivery; the user noted elevated blood glucose around 225 mg/dl without symptoms and had eaten during the pause. Customer care provided support that included troubleshooting and education on the device¿s pause function and manual resume requirement. Investigation of this case revealed user oversight in resuming insulin delivery after a voluntary pause, with device performance consistent with design. Symptoms included no reported clinical effects. Outcomes included no medical intervention or hospitalization. It was concluded that hyperglycemia occurred due to insulin interruption from the pump being paused and not resumed, with no device malfunction identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.